Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was shorter, than usually. The patient¿s blood glucose level was 200 mg/dl and sensor glucose was 60 mg/dl at the time of the incident. The device is not expected to be returned for analysis.